Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. Date of event estimated as date of publication. Date of implant estimated as one year prior to publication. There was no reported device malfunction and the product was not returned. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record could not be conducted because the part and lot number were not provided. The additional adverse patient effects are being filed under a separate medwatch report#. Literature attachment: paclitaxel-eluting versus everolimus-eluting coronary stents in diabetes.

Event description:
This event was captured based on literature review. It was reported through a research article identifying rx xience prime stents that may be related to the following: death, myocardial infarction, thrombosis, and target vessel revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled paclitaxel-eluting versus everolimus-eluting coronary stents in diabetes.